Event description:
It was reported the patient experienced ¿telemetry/interrogation issues¿ and was ¿unable to charge¿ their implantable neurostimulator (ins). It was stated the antenna locate feature was attempted. It was noted the patient was pending an x-ray and ¿re-evaluation.¿ additional information stated the patient experienced ¿difficulty getting any coupling bars¿ and they had ¿been consistently getting 0 bars.¿ it was reported the patient was ¿still getting zero bars¿ on the day of report. It was noted the patient had ¿bandages present over the pocket site¿ and had been implanted two weeks earlier. It was also noted the patient ¿still had an open wound present.¿ it was stated the patient¿s ins ¿felt deep.¿ it was reported the highest readings a manufacturer representative could get while using the antenna locate feature was ¿40 out of 42¿ on the day of report and ¿36 out of 40¿ the week prior to report. Additional information reported that the patient was ¿scheduled for a pocket revision, pending x-ray status of flip vs. Non-flipped.¿ it was noted a second recharger was tried ¿with no luck/change in the coupling status.¿ it was ¿confirmed the screws in the back of the recharger were all intact and the antenna was plugged in.¿ it was stated ¿the reason they waited was because the pocket could have had swelling, but no change.¿ additional information reported that the revision did resolve the coupling issues. It was reported that stimulation was good and recharging was good.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Manufacturer narrative:
(B)(4).